Event description:
It was reported that during implant of the left ventricular (lv) lead the physician was unable to remove the wire from the lead. A hard pull eventually removed the wire. A ¿valve¿ sticking issue was suspected. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the stylet/guidewire was broken. It was noted that there was blood on the distal conductor of the lead and it was not obstructed, and visual summary analysis of the lead indicated damage at implant. The analyst commented that the lead was returned with the distal end of the guidewire (approx 1cm) looped back on itself and broken off at the distal end of the lead. The rest of the guidewire was not returned. (B)(4).